Event description:
The customer states that while processing an abbott hiv 1/2 assay batch of patient samples using the abbott quantum analyzer and quick wash bead washing system, they dropped a microtiter tray during the last step of acid addition and was splashed in the eyes. Patient was not wearing safety glasses. They thoroughly washed out their eyes and is currently under a physician's care. Patient is currently taking a cocktail of three drugs. The customer technical advocate suggested that the technician print out the material safety data sheet from the abbott website and provide it to the physician. The customer would not provide any information about self. Patient also would not provide any information concerning any device lot numbers or serial numbers in use at the time of the event. There is no impact to patient management reported.